Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge went from 20% to 100% right after charging, and then decreased back to 25% within a few hours. Review of the pump data by tandem's technical support confirmed the reported issue. There was no impact to the customer's blood glucose level. It was confirmed that the customer has manual injections available as alternate insulin therapy.